Event description:
The customer reported that after processing an hbsag plate on osp the plate report showed that negative ods were present throughout rows d and h. No death or serious injury was associated with this incident.